Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the firmware required an update. The technician updated the firmware, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor to their hexavue custom room rack had intermittent video signal flickering issues. No report of injury.